Manufacturer narrative:
The technician found dried blood was clogging the siderail latching hardware, preventing the siderail from latching. He cleaned the dried blood from the siderail latch mechanism to repair the bed.

Event description:
Info received indicates the right foot siderail does not latch in up position every time.